Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.

Manufacturer narrative:
Device received with cracked lcd window and cracked case at the display window corner. Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify rewind anomaly, unexpected battery power loss, failed battery alarm, e/a alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.